Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash-blocks and probe guides due to liquid splatter and crossover, all aspiration valve tubing due to poor aspiration, and tube connectors which were found leaking. The cse ran calibration and quality controls (qc), with poor results. The cse discovered leaks from the base pump and replaced the connectors. Calibrations and qc were rerun, resulting within range. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.